Manufacturer narrative:
H3: one device was returned for analysis. The event history was reviewed, and functional and visual tests were performed, but the reported issue was not duplicated. Service history review had no indication that the complaint was related to a service of the device within the review period. The device tested normally at the time of evaluation. No action was taken.

Event description:
It was reported that the device was over infusing by 11 percent during pump inspection testing. There was no patient involvement.